Manufacturer narrative:
Manufacturing site: (B)(4). The reported guide wire was returned for evaluation. The returned guide wire was deformed at approximately 4mm distal to the mid solder that was fixing the coil onto the core and originally located at 13mm from the tip. At approximately 8mm distal to the mid solder, the core was fractured and the coil was elongated for 12mm and then fractured. Microscopic observation revealed that the core was twisted and three-dimensionally bent proximal to its fracture end. The fracture surface of the core was relatively flat and helical marks were observed on the core surface these findings indicated that continuous, one-directional torsion had contributed to the core fracture. The fractured coil was twisted and had a relatively flat fracture surface that showed torsion had contributed to the coil fracture as helices were straightened. Measurements of the returned guide inferred that approximately 5mm of the tip was missing. Lot history review revealed no anomaly relating to the reported event. No other similar product experience report was received from this lot. Based on the obtained information and investigation outcome, it was presumed that torsion had most likely contributed to the reported tip separation. Applied torsion would accumulate on the tip and exceed the product design limit when the tip was being trapped in the cto, leading the core to be wrenched off. The coil was likely elongated by tensile stress generated during removal. It was concluded that this event was not attributed to product quality. Instructions for use (IFU) states: - [warnings] observe movement of this guide wire in the vessels. Before this guide wire is moved or torqued, the tip movement should be examined and monitored under fluoroscopy. Do not move or torque the guide wire without observing corresponding movement of the tip; otherwise, the guide wire may be damaged and/or trauma may occur. In addition, ensure that the distal tip of this guide wire and its location in the vessel are visible during manipulations of the guide wire; - [warnings] never push, auger, withdraw, or torque a guidewire that meets the resistance. Torquing or pushing a guidewire against resistance may cause guidewire damage and/or guidewire tip separation or direct damage to a vessel. Resistance may be felt and/or observed under fluoroscopy by noting any bucking of the guidewire tip. If guidewire tip prolapse is observed, do not allow the tip to remain in a prolapsed position; otherwise damage to the guidewire may occur. Determine the cause of resistance under fluoroscopy and take any necessary remedial action; - [warnings] if any resistance is felt due to spasm or the guidewire being bent or trapped while operating the guidewire in the blood vessel or removing it, do not move or torque the guidewire. Stop the procedure. Determine the cause of resistance under fluoroscopy and take appropriate remedial action. If the guidewire is moved excessively, it may break or become damaged, which may cause blood vessel injury or result in fragments being left inside the vessel; - [warnings] when torquing the guidewire inside the blood vessel, do not torque continuously in the same direction. This may cause the guidewire to become damaged or break apart, causing injury to the blood vessel or leaving fragments inside the vessel. When torquing the guidewire, rotate it clockwise and counterclockwise alternately. Do not exceed two rotations (720?¿) in the same direction; and, - [malfunction and adverse effects] separation of the guide wire.

Event description:
It was reported that the tip of an asahi confianza pro 12 became separated during a ppi to treat a heavily calcified cto located from the popliteal artery down to below-the-knee segment. The guide wire was used for wiring when it became trapped in the lesion and its tip separated. A new guide wire was replaced to cross the lesion. Poba was performed to successfully reestablish the blood flow. The physician determined to leave the separated tip in situ. The patient was fine without problem after the procedure.